Event description:
A report was received that the patient had a neurologic deficit and felt pain on his rib cage. The physician believed the lead caused the narrowing of the spinal cord. The patient underwent an explant procedure wherein some contacts of the lead came off when the physician moved the lead. The physician retrieved the contacts except for one. No further course of action will be taken.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.